Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix em1200 valve sets had particulate. This was observed during inspection of the product prior to patient use. There was no patient involvement. No additional information is available.